Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at the ipg site for two weeks. The patient reports the pain is constant and sharp and occurs with stimulation on or off. Follow up identified, the surgeon determined there was no issue with wound healing and stated the nerve endings are still sensitive. The patient was referred back to her pain management physician.